Manufacturer narrative:
Continuation of d10: product ID 3776,1 serial# unknown, product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. H3 device evaluation: analysis of the returned recharger found a defective recharger to adapter cable with a broken power supply con nector and defective recharger adapter cables with the inside cables exposed; the cable was cut/broken and fraying. G2. Foreign: canada. H6 codes refer to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The device was returned with no known issues; however, an in-house failure was found.